Manufacturer narrative:
(B)(4). Samples were not received for evaluation; therefore we are unable to confirm the issue reported. However, an investigation into the reported issue was conducted by the supplier and it was determined that the linting and fraying was determined to be the result of the crushing process that occurs prior to the cutting process during the manufacturing of the gauze. The crushing process resulted in fragments of gauze being generated which could potentially fall off during the folding process, resulting in the presence of lint on the product. Based on this information our gauze supplier has evaluated the gauze cutting process and made improvements to reduce the amount of lint and loose threads that are inherent to woven gauze manufacturing. We will continue to monitor complaints for the effectiveness of the corrective action.

Event description:
The gauze (c-nsg4412) non-xray detectable that has been coming in the custom angio packs falls apart, creating a potential patient issue. The flakes could attach to a wire or catheter and be introduced into the body, creating thrombus. No patient incident reported.